Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is unknown if the device is expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that the patient went to the emergency room after receiving an inappropriate shock. There was noise being oversensed on the rv channel and both the pacing and shock impedance measurements were high and out of range. An rv lead fracture was suspected. A revision was performed and the rv lead was capped and surgically abandoned. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 2,000 ohms. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported. Additional information was received that the clinic has attempted to contact the patient for further evaluation.